Event description:
Healthcare professional reported right side "defaltion.'' Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation.

Event description:
Healthcare professional reported, right side "deflation". And capsular contracture, baker grade unknown. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe, since it is a medical event. And is not related to the device. Additional observations: white calcification-like observed, outside the device. Crease fold observed, on the device. Observed, a broken assessed, as surgical damage. Observed, missing shell assessed, as an inclusive.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.6.b, h6.

Event description:
Healthcare professional reported right side "rupture.'' Device has been explanted and replaced.

Event description:
Healthcare professional reported right side "deflation" and capsular contracture baker grade unknown. Device has been explanted and replaced.